Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: visual examination confirmed evidence of moisture behind the display lens. No battery cap or cartridge cap returned. All testing was performed with test caps. The pump powered on with a test battery cap to an audible tone and vibration alerts but display remained blank. The test battery cap was able to fully tighten. Battery compartment crack was observed below the grip pad. There was no evidence of moisture contamination inside the battery compartment. A base crack was observed between the case seal and the keypad. A leak test showed leak at the base crack. The pump case was removed. Evidence of moisture contamination was observed throughout the inside of the pump including on watchdog processor, eeprom and real time clock circuit. The blank display was found to be due to internal moisture contamination. An "intermittent power" event was not duplicated during investigation.